Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned thyroid results for 1 patient tested on a cobas 8000 e 602 module. Based on the data provided, the results for elecsys tsh assay (tsh), elecsys ft3 iii (ft3 iii) and elecsys ft4 ii assay (ft4 ii) were erroneous when compared to an architect analyzer. The erroneous results were reported outside of the laboratory where the physician did not accept the results and requested repeat testing with the architect analyzer. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(4) for information on the ft3 iii erroneous results and medwatch with a1 patient identifier (B)(6) for information on the tsh erroneous results. Refer to the attached data for patient results. There was no allegation that an adverse event occurred. The e602 module serial number was not provided.